Event description:
It was reported there was an ee alarm on the rf generator. At that time, it was also noticed, there was saline leaking from the handle of the catheter. The catheter was pulled and a new cool path catheter was opened.

Manufacturer narrative:
Investigations have confirmed a leak in the handle of the catheter is caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history records confirmed this lot met mfg requirements prior to shipment. A quality improvement project was initiated to address this issue. Date report submitted for FDA by MFR: 12/08/2010. Date the initial reporter provided the info to the MFR: (B)(6) 2010.